Manufacturer narrative:
Findings: pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. Unable to verify a33 alarms due to motor error alarms. The drive support disk was inspected and found protruded. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 91 mg/dl. The customer stated that the drive support cap is loose. Customer was advised that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.